Manufacturer narrative:
The reported field event of inadequate lead insertion into the header could not be confirmed. As received a device was returned for analysis. Leads could be inserted and secured normally during testing in the laboratory. No other anomalies were identified.

Event description:
Related manufacture reference number: 2017865-2022-47615. Related manufacture reference number: 2017865-2022-47617. It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. During procedure, it was noted lead was not secured in the header. The reported lead was explanted and replaced on (B)(6)2022 . During replacement, it was noted that the newly implanted left ventricular could not be implanted as the shape of the lead prevented the lead from advancing. The left ventricular lead was not installed and the procedure was completed with an alternative lead. The patient was in stable condition.